Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 107 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a blood test was performed by the customer non fasting and produced test results of 405mg/dl. The test strip lot manufacturer's expiration date is 08/29/2017 and open vial date is (B)(6) 2016.product is stored according to specification. The meter memory was reviewed for previous test result history: a 216mg/dl, (B)(6) 2016 11:50 am, fasting: yes. A 304mg/dl, (B)(6) 2016 07:52 pm, fasting: yes. A 226mg/dl, (B)(6) 2016 11:40 am, fasting: yes. A 216mg/dl, (B)(6) 2016 09:19 am, fasting: yes. A 211mg/dl, (B)(6) 2016 09:17 am, fasting: yes. Customer tests once a day. Customer states that her diet and medication have not change. Customer is taking insulin.